Event description:
Customer rpeortedly obtained results of 104mg/dl, 124mg/dl and 64mg/dl on the same device within 10 minutes. No adverse event repoorted and no treatment recieved. No quality controls were used. Requested return of suspect device and replacement was sent.